Event description:
The patient was admitted to the hospital for removal and replacement of her right breast saline prosthetic implant secondary to deflation. The patient had a right mastectomy in 1979 due to cancer. The exact date of the breast implant is not known. The manufacturer of the breast implant is unknown. The patient authorized the hospital to dispose of her surgically removed right breast implant.